Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 210 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of "hi" (greater than 600 mg/dl. The consumer administered 30 units of insulin from a syringe and an additional 8 units from his pump at 8 am. Around 10:30 am, the consumer experienced a hypoglycemic event which required medical intervention. The paramedics tested the consumer using their blood glucose meter getting a result of 14 mg/dl. The consumer was treated with a syringe of glucose and tested again getting a result of 245 mg/dl. It was discovered during this phone call, the consumer transfers his test strips from one vial to another which may affect the integrity of the test strips and is outlined in nova's directions for use. The test strips in question will not be returned for eval because they were discarded by the consumer.